Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/1.5/090, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens that was implanted vertically due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).